Manufacturer narrative:
(B)(4). Section d4: device 1: lot number: 2102777389; date of manufacture: 15 september 2023; UDI: (B)(4). Device 2: lot number: not provided; date of manufacture: not provided; UDI: not provided. Device 3: lot number: not provided; date of manufacture: not provided; UDI: not provided. We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare representative, that three rt280 adult evaqua2 dual heated breathing circuits were found damaged when taken out of the packaging in preparation to set up on the ventilator. The issue was identified prior to patient use. There was no patient involvement reported.

Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare representative, that three rt280 adult evaqua2 dual heated breathing circuits were found damaged when taken out of the packaging in preparation to set up on the ventilator. The issue was identified prior to patient use. The customer later reported that the circuits were removed from the packaging and were preset on a ventilator for several days. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d4: device 1: lot number - 2102777389; date of manufacture - (B)(6) 2023; UDI - (B)(4) device 2: lot number - not provided; date of manufacture - not provided; UDI - not provided device 3: lot number - not provided; date of manufacture - not provided; UDI - not provided corrected data: section g2 - report source - correction of data section h11: method: the three rt280 adult dual heated evaqua2 breathing circuit were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and a photgraph provided by the customer and our knowledge of the product. Results: review of the photograph confirmed that the evaqua2 limb was damaged. Conclusion: without the return of the subject devices, we are unable to determine the cause of the reported damage. All breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt280 adult dual-heated evaqua2 breathing circuit states the following: - "visually inspect breathing sets for damage before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." - "check all connections are tight before use."